Event description:
Instrument broke inside the patient, during surgery, at the jaw. Part of the jaw was immediately retrieved; however, it was noted they were missing a piece of jaw. X-ray's were taken, located piece and retrieval was attempted. Unable to retrieve, did fluoroscopy and attempted retrieval again.